Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "led blinks" was presumed to have been due to failure of the front panel unit. The suggested phenomenon of "flow rate value is out of the standard" was presumed to have been due to failure of the cr board (printed circuit board). As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit's light emitting diodes (leds) are flickering due to poor contact of the front panel. There were no reports of patient involvement.